Event description:
On (B)(6) 2005, the patient was implanted with a system of gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2012, computed tomography scan detected an aneurysmal right common iliac artery, resulting in a distal type I endoleak off the tapered 20 mm contralateral leg component. The physician attributed these findings to disease progression of the original aortic aneurysm into the iliac artery. On (B)(6) 2013, the patient was implanted with two additional gore excluder aaa endoprostheses to treat the type I endoleak. The endoleak was resolved, and the patient tolerated the procedure.

Manufacturer narrative:
Results - a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Conclusion - per the gore excluder aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to aneurysm enlargement and endoleak. Attempt(s) to acquire information required for this form were made by gore. Blank required fields indicate that the information was not provided, was deemed unavailable, or was not applicable.